Manufacturer narrative:
Date sent to the FDA: 04/28/2020. Additional information: h6. Corrected information: d3, g1, g2. Additional h-3 summary: four unopened samples of product were returned for analysts. The complaint sample was not received for evaluation. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using a instron and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pjh576, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: what is the name of the initial procedure? What was used to complete the procedure? Unfortunately I am unable to provide any additional information regarding this complaint.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was breaking. Patient involvement was unknown. There were no adverse patient consequences reported. No additional information was provided.